Event description:
The implant surgeon reported to our sales rep, that during insertion of the femoral nail a deflection in the medial/lateral direction was observed. Because of this issue there was a delay of app. 10 min. A replacement was available (a shorter one, 420).

Manufacturer narrative:
Evaluation summary: during investigation no material, design or manufacturing related issues were found. The reported issue was confirmed. Investigation revealed that the bent distal nail part was not caused by a manufacturing issue. It was most likely caused by an inadequate usage of the user.